Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. Customer consumed sugar to address low bg. As the event occurred in the past, troubleshooting could not be completed to determine a possible cause of the low bg event. Recommendation was made to consult with healthcare provider regarding diabetes management.